Event description:
Ra lead implanted (B)(6) 2015. Ra lead high impedance warning on (B)(6) 2015 - four days after implant. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).